Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin. The customer stated that the cannula was hooked when it was removed by the doctor at the hospital. The customer also reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 800mg/dl. The customer mentioned not using the remote, and the programming in the pump was done by himself. Troubleshooting was performed, and the high pressure test passed. The customer reconnected to the insulin pump and has been using it since he left the hospital. The caller stated that he has had no issues with the device. No further information was provided.